Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported device with error code 133.6090 was not identified during the customer call. However, to address the issue, tech support recommended to send the unit to the factory.

Event description:
It was reported that the device had error 133.6090. There was no patient involvement. Additional response received from the customer. Customer states that devices will not be sent in for repair. Customer believes battery died completely and it caused a "random code". Customer charged the device, ran a reconditioning and it passed all tests and preventative maintenance.